Event description:
The rptr stated that rptr's parent had meter to hcp meter comparison tests. Pt's meter reading (capillary) was 218 mg/dl, and hosp meter (one touch) read 178 mg/dl. Pt did not have any symptoms. Tests were done during pt's hospitalization for congestive heart failure. A venous draw lab test result was "175 or 178" mg/dl. No change in pt's medication; is not on insulin. It was reported that meter was not cleaned properly (control solution test used to "clean", and the test strip holder never removed). A control solution test had been in range. No harm was alleged.